Manufacturer narrative:
This complaint remains under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed.

Manufacturer narrative:
Additional narrative: it seems that one of the ards (anti-rotation-devices) is broken and caused subluxations of the hip joint. Liner was loose in the shell. Visual examination of the returned liner and x-rays confirms disassociation of the liner and cup while in-vivo. Five of the six anti-rotation devices are fractured and the sixth is damaged. Damage from extraction is noted on all sides of the liner. It is evident that the edge of the liner was loaded by the femoral head and patient body weight while implanted. There are machining lines yet visible within the inner radius of the liner which would not be as obviously present had the femoral head been more centrally loaded. The polyethylene insert has yellowed due to absorption of lipids found in joint fluid. A search of the complaints databases finds no other reports against the provided product and lot code combination since its release to distribution. Medical records were reviewed. The investigation can draw no conclusion with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy still considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
It seems that one of the ards (anti-rotation-devices) is broken and caused subluxations of the hip joint. Liner was loose in the shell.

Manufacturer narrative:
This complaint remains under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Update rec'd 06 april 2016 - the patient's medical records were received. Medical records were reviewed for MDR reportability. According to the medical records the patient was revised to address a dislocated liner. At this time there is no new information that would change the existing MDR decision. The complaint was updated on: 05/01/2016.